Manufacturer narrative:
The sodium electrode lot number was j9481 and the potassium electrode lot number was t1281. The field service engineer checked various parts of the system, cleaned, and performed various adjustments. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The unit of measure was provided as mmol/l. The field service engineer checked the system, the installation of the ise electrodes, and the sipper nozzle. He cleaned and adjusted the sample probe, checked the rinsing nozzle and water rinsing, and adjusted the naohd level. He checked the acid level, gear pump pressure, sample probe wash station, reagent probe wash station, drying of both probes, incubator filling level, and the ultrasonic mixing which were all acceptable. The investigation determined the issue was due to pre-analytical handling issues at the customer site as the outside surface of the sample probe was contaminated. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 4000 c311 analyzer. The initial sodium result was 151 and the initial potassium result was 6.02. The repeat sodium results were 141 and 141. The repeat potassium results were 4.94 and 4.94. No unit of measure was provided.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The investigation is ongoing.